Manufacturer narrative:
Follow-up #1: date of submission 10/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2017 with the following findings:a review of the black box showed no power on reset events. The pump was run for 24 hours and no alarms occurred. The intermittent power complaint was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked along the side of the pump. Additionally, the display was dim with a red hue, and the ok keypad button was unresponsive and the dome switch was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.